Event description:
Report received of an over-delivery. The pump was programmed to deliver an unspecified medication in the mcg delivery mode with a 12.5mcg dose. When 12.5mcg was entered into the pump keypad, the display indicated a dose of 125mcg. It was reported that the pump would not accept a decimal point in mcg delivery. The patient received the medication at 125mcg for approximately one hour. The patient's respiratory rate decreased to 17 breaths per minute from an unspecified baseline rate. The patient was monitored, but no medical interventions were required. According to the customer contact, there were no patient sequelae as a result of the incident. It was reported that two nurses checked the device after programming, and "both misread" the device display. Though requested, no additional information was provided